Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery. The reason of the revision is unknown. The primary surgery used the humelock ii reversed system. The surgeon explanted all the components of the reverse total shoulder arthroplasty. No components were implanted. He explanted the ø40 eccentric glenosphere, the ø40/+9 standard humeral cup, the ø24 baseplate, the size 12 cementless stem and associated screws.